Event description:
The hospital staff was checking the operation of c1. There were no problems with ventilation operation or oxygen levels, but when they replaced it with another test bag, they noticed that the oxygen level readings were higher than the set value. At the same time, the high oxygen concentration alarm occurs. There is no change after calibrating the oxygen cell. Please see the attached image of the test bag. The oxygen concentration readings are normal up to the 50% setting, but at the 60% setting, the readings are 65%, at the 70% setting, the readings are 77%, and the deviation gradually increases. The mode is simv+, and the ventilation settings are vt = 350 ml, respiratory rate = 10, peep = 5 cmh2o, and I:e = 1:2. The check valve at the intake port is not torn, and tsw cannot detect any abnormality. What do you think is the cause?

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was not being used on a patient. The root cause was determined to be the check valve assembly, which had a higher leak than specified. In consequence the check valve assembly was replaced. There was no patient or user harm.